Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit fails safety disk leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional point of contact: name: (B)(6). It was reported that during the pm the cardiosave intra-aortic balloon pump (iabp) safety disk fails the leak test. Fse states that he found that the membrane leak test failed on the safety disk that he just installed in april (s/n: (B)(6). He tried checking / lubing all connections but still would not pass. He installed a new safety disk (s/n: (B)(6) and completed a full pm, all tests passed to factory specifications. Returned to the customer and released for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per procedure number: (B)(4) revision e and the cardiosave service manual part number: 0070-00-0639 revision r. Ran the all manifold test with no issues found. Fat could not verify the reported failure. Retaining the part in the failure analysis and testing department per procedure number: (B)(4) rev. Ap.

Event description:
N/a.